Event description:
I had a total hip replacement on (B)(6)2009. My hip is a depuy asr xl. I have had problems with this hip since the operation. Pain, trouble walking, constant discomfort has been the norm. Somehow in (B)(6)2010, my new dr diagnosed a stress fracture of my right leg -same leg as the hip replacement. I was on crutches for 3 months but I am still having huge problems. I saw the depuy recall and was not surprised considering what I have been through. I'm sure I will have to have a revision operation but I am so angry and upset that this company was allowed to market and sell this defective product. I had nothing but problems since my total right hip replacement. I am a dissatisfied consumer. No treatment as of (B)(6)2010, will see my new orthopedic dr on (B)(6)2010.